Manufacturer narrative:
The manufacturer completed its evaluation of returned samples on (B)(6) 2021. The reported product problem/issue was unable to be reproduced or confirmed. A root cause for the reported incident was unable to be determined. If additional relevant information becomes available another supplemental medwatch will be filed.

Manufacturer narrative:
It was reported that the needle detached from the blood collection tube holder during use. Reportedly, the detached needle remained inside of the patient at the insertion site and was removed without further reported incident. No serious injury or follow-up care was reported to the manufacturer. No sample was returned to the manufacturer for evaluation. A root cause for the reported incident was unable to be determined at this time. Due to the reported need for medical intervention to remove the detached needle, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will filed.

Event description:
It was reported that the needle detached from the blood collection tube holder during use.